Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hypodermic needle precisionglide¿ without safety had a cannula that was pulled out of hub and released into the patient's skin during use. The cannula was pulled from the patient without incident.

Manufacturer narrative:
Investigation: 269 units were received for evaluation. They were tested for cannula pull force, finding the range between 16 lbs to 19lbs. Per the specification the minimum is 8lbs therefore failure mode is not verified and a root cause of the complaint could not be determined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a hypodermic needle precisionglide¿ without safety had a cannula that was pulled out of hub and released into the patient's skin during use. The cannula was pulled from the patient without incident.